Event description:
Patient's mother contacted dexcom technical support (ts) on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient's mother stated that upon removal of the sensor pod, the sensor wire was unable to be located. On (B)(6) 2015, patient's mother contacted dexcom ts while on the way to the emergency room and reported that the patient could feel the tip of the detached sensor wire sticking out from her skin. Patient also reported feeling some pain in the abdominals. An x-ray was taken and confirmed that the sensor wire was within the patient but was not at the surface of the skin. On (B)(6) 2015 patient's mother sought medical advice and the doctor recommended that the patient refrain from undergoing surgery to remove the sensor wire and allow it to work its way out of the body. No additional event information was reported.

Manufacturer narrative:
(B)(4). Subsequent to the initial report the x-ray taken on (B)(6) 2015, was provided on (B)(6) 2015. The complaint states that upon removal of the sensor pod from the patient, the sensor wire detached from the sensor pod and remains in the patient. The xray concludes that there is a curvilinear radiopaque foreign body seen measuring approximately 2.7 cm in length seen overlaying the anterior aspect of the lower left abdomen, approximately 2 cm deep to the skin surface and just beneath the peritoneal lining. Without the complaint device being returned for evaluation a root cause for the confirmed detached sensor wire remaining in the patient cannot be determined. It should be noted that the dexcom g4® platinum pediatric continuous glucose monitoring system user's guide states, "for patients undergoing an MRI with a retained wire broken off from a dexcom g4 platinum sensor, in-vitro MRI testing did not detect any safety hazards. There was no significant migration or heating of the wire and imaging artifacts were limited to the area around the wire."

Manufacturer narrative:
(B)(4).